Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 425 mg/dl at the time of incident. The customer did not provide details on treatment related to the high blood glucose level episodes and customer stated that symptoms related to their high blood glucose level such as customer was feeling fine now. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads and cracked reservoir tube lip.